Event description:
It was reported that the balloon catheter was entrapped on a guidewire. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon was unable to track over the 0.018 non-bsc guidewire. Ultimately, the balloon catheter became entrapped on the guidewire. The balloon catheter was removed together with guidewire and the procedure was completed using with another balloon. There were no patient complications as a result of this event.